Manufacturer narrative:
Additional information: g3, h3. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the kick back spring was dislodged. The spring was returned. Mechanical evaluation confirmed the jaws could no longer be operated by the handle, and the jaw locking mechanism would not function. This was due to an internal spring guide that had been installed upside down. It was reported that a device component was disengaged, the device stopped working, and the device was difficult or impossible to close. The reported issues were confirmed. The most likely cause was determined to be manufacturing related. The manufacturing process has measures in place to mitigate reoccurrence, and no trend is associated with this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a few uses around 30 minutes after the laparoscopic adrenal started, the handle could no longer be squeezed. After that, after several attempt to squeeze it, a metal part detached afterwards, the handle could be squeezed. No piece fell into the patient cavity. Another ligasure be used properly with the same generator. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the kick back spring was dislodged. The spring was returned. Functionally, the weld integrity of the device was inspected and was found to be within specification. The device's knife blade advanced and retracted properly. The knife cut of the device was tested on a silicone test strip with acceptable results. The jaw gap of the device was measured and it was found to be within specification. The device was detected when plugged into generator and activated multiple times on a saline-soaked gauze pad with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The device was activated with the rotation knob in various positions to detect any problematic activation issues. No electrical or wiring issues were found. It was reported that a device component was disengaged, the device stopped working, and the device was difficult or impossible to close. The reported conditions were confirmed. The most likely cause was determined to be manufacturing related. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that around 30 minutes after the laparoscopic adrenal started, after a few uses the handle could no longer be squeezed. After several attempt to squeeze it, a metal part detached and the handle could be squeezed. No piece fell into the patient cavity. Another sealing device was used properly with the same generator. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.